Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chember having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflation/deflation charts was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found during lab examination. It was not possible to determine the cause of the reported difficulty based on the event description. (This follow-up MDR was mailed to the FDA on 7/8/98).

Event description:
The iab stopped augmenting. No leaked was noted. The iab was removed and a second was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for eval. The iab was finally returned to datascope on 6/10/98 for eval. [Event complicatinos]: unk-reported 12/1/97. [Pt's current statsu]: unk-rpt'd 12/1/97.